Event description:
The end users' son has called to report he has had to replace the socket pivot armrest. A call was placed to this reporter for additional information, however, he declined to provide any further detail. It was reported no injury had occurred.